Event description:
The patient's ventilator was alarming that it was disconnected, but was not. It continuously alarmed and could not be reset. The ventilator continued to function correctly while the audible disconnect alarm was going off. It continued to provide appropriate ventilation for the patient. The patient was placed on another ventilator without any problems then the ventilator was tagged and taken out of service for clinical biomedical engineering inspection.======================manufacturer response for ventilator, puritan bennett ventilator (per site reporter).======================a technician was dispatched to do a diagnostic on machine.